Event description:
It was reported that the transmitter was damaged when the dog chewed on it. It was also reported that customer was getting nuclear testing, when her blood glucose went high and was hospitalized. Blood glucose was at 720 md/dl at point. Advised will return transmitter. Nothing further was reported.

Manufacturer narrative:
Transmitter was received in dog chew marks into pieces of the case and electronics.please also see manufacturer report number 2032227-2014-30900.